Manufacturer narrative:
An eval of the reported device cannot be performed as the surgeon sent implant to rph biomedical engineering and it was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Revision of failed metal backed patella. Pt returned for revision within 3 years of insertion. Replacement to all poly implant. The reason for the revision was that there was no bone on growth onto the metal of the patella, along with anterior knee pain by the pt. The surgeon was unaware of the exact size of the patella insitu; however, it was a recessed patella component (B)(4).